Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this pacemaker with the consult device. Upon further analysis, it was determined that data had not been able to be retrieved and based on longevity calculations this pacemaker was past the elective replacement indicator (eri). It was recommended to replace the device if it was still unable to be interrogated. This pacemaker remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this patient with a pacemaker presented to the emergency room. The pacemaker was interrogated and it was revealed that this pacemaker was in safety mode. As a result, this device was explanted and successfully replaced. It was noted the patient experienced syncope. This pacemaker has not been returned to boston scientific and no additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, the conclusion code cause not established was selected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this pacemaker with the consult device. Upon further analysis, it was determined that data had not been able to be retrieved and based on longevity calculations this pacemaker was past the elective replacement indicator (eri). It was recommended to replace the device if it was still unable to be interrogated. This pacemaker remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this patient with a pacemaker presented to the emergency room. The pacemaker was interrogated and it was revealed that this pacemaker was in safety mode. As a result, this device was explanted and successfully replaced. It was noted the patient experienced syncope. This pacemaker has not been returned to boston scientific and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate the patient's pacemaker with the consult device. Upon further analysis, it was determined that data had not been able to be retrieved and based on longevity calculations this pacemaker was past the elective replacement indicator (eri). It was recommended to replace the device if it was still unable to be interrogated. This pacemaker remains in service and no adverse patient effects were reported.